Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was 414 mg/dl. The customer was treated with insulin pump bolus and injection. The customer reports insulin squirting out during the prime process. The troubleshooting was performed. The customer was advised that the insulin pump had same issue twice where numbers would not ramp until significant amount of insulin was primed with no warnings other than low reservoir after done priming. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of insulin pump and revert to a back up plan per healthcare provider instructions.